Event description:
During a low anterior resection procedure, staples were open and malformed on one side of the staple line. Another like device was used to complete the case. There was no adverse consequence to the patient.